Manufacturer narrative:
Product ID 3387-40, lot# j0424862v, implanted: 2005 (B)(6); product type lead product ID 3387-40, lot# j0424862v, implanted: 2005 (B)(6); product type lead product ID 748266, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748266, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).

Event description:
The healthcare provider (hcp) reported that impedances measurements were taken and they were abnormal. The impedance of the following electrode combinations were: case <(>&<)> 6 was 30,772, case <(>&<)> 7 was 19,056, 4 <(>&<)> 6 was 15,371, 4 <(>&<)> 7 was 16,258, 5 <(>&<)> 6 was 14,373, 5 <(>&<)> 7 was 15,843, and 6 <(>&<)> 7 was >40,000 ohms. The patient was programmed using 5 <(>&<)> 6, but was still getting good therapy. The historical impedances were high as well, but the specific numbers were unavailable. The patient's indication for use was dystonia. The cause of the impedances and any intervention was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.